Event description:
Since 5/31/95 hosp has had 5 cases of defective products. Hosp is not able to isolate a lot number because there are multiple lots in institution. The problem encountered with this kit is that at the y-ports tubing has been found to pull apart. When examining the connection it appears as if there was not a good connection with the glue. There was one system where the bag was never glued to the drainage tubing. All cases of defective equipment have been reported to hosp rep and he has sent tubing into co's product specialist for testing. Testing indicated that there was glue at the junction but the rep did agree that the system where the bag fell off was indeed defective. No pts have suffered meningitis or ventricular collapse as a result of the system coming apart at the y-connection or at the bag. The data for the last 4 years does indicate that there were other incidents of defective equipment.